Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that debris was found in the cassette. Contamination was noticed during compounding process. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. A hair was observed underneath the surface of the cassette casing. The probable cause is due to a gowning error. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.